Event description:
During the surgery to harvest split thickness skin from the right buttocks, the dermatome device was set on 14/1000th. The skin that was removed was very thin. A second dermatome was brought into the operating room and also set on 14/1000th. The skin was harvested and utilized. The surgery was completed without incident.